Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for investigation. Additionally, bd was unable to determine the specific lot number associated with the additional incident; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported after using a bd preset¿ eclipse¿ syringe, blood leaked from the syringe while attempting to apply the cap. The employee's ppe and intact skin came into contact with the blood, but there was no cause for concern. The patient had another blood sample taken. No further impact reported. Report 1 of 2.